Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer metal clip was broken and failed to work. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer metal clip, which connected the red latch on the back of the drawer to the actuator that releases the drawer, was broken. The field service engineer installed the solenoid and connector clip to resolve the issue and cleared the error. The system functioned as intended after the field service engineer repaired the device.